Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The original cartridge was reloaded, and insulin therapy was resumed successfully, resolving the issue.